Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted.

Event description:
Im step reamer for sigma knee system is dull.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device reveals wear form normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.